Event description:
It was reported that an ilet device with serial number (B)(6) had a cracked screen of unknown cause, after which the screen was not usable and the user experienced trouble using the device. Symptoms included no injury. Outcomes included interruption of normal device use and the need for device replacement, with the original device to be returned. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed physical damage to the screen consistent with a broken or cracked display, which rendered the interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen. Thank you for the information.